Event description:
A malfunction was reported with a malfunction code of malf 16 and a fault ID available as [16-0x20e6]. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, as it was under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided to put the pump into storage mode and agreed to return the malfunctioning pump using a pre-paid label within ten days.